Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, amidst an implant procedure during the initial interrogation of the implantable cardioverter defibrillator (ICD) an alert of "wireless telemetry is no longer available" was observed. The field representative phoned technical services and the ICD was not utilized. It was decided an alternate device would be implanted. There was no patient involvement with this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device indicated an electrical discontinuity/open in an integrated circuit. Hybrid analysis determined that the failure was due to a highly resistive nce_scs (chip enable) node in the radio frequency module (rfm) which prevented the external power-up control signal from reaching the radio frequency integrated circuit (rfic) within the rfm. The signature is consistent with the cause being the consumption of the ni/v under bump metal in the rfic solder bump. If information is provided in the future, a supplemental report will be issued.